Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 86 mg/dl , 22 mg/dl, and 177 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be provided once additional information is obtained.

Manufacturer narrative:
The lot # is missing from initial report. Lot # should state 1170915.